Manufacturer narrative:
This customer is requesting an explanation of a shock advisory decision during this pt event. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
This customer is requesting an explanation of a shock advisory decision during this pt's event.